Manufacturer narrative:
Device details were not made available as of the date of this report. (B)(4).

Event description:
Per the audiologist, the patient experienced a skin overgrowth at the abutment site and subsequently underwent skin revision, under general anaesthesia, in (B)(6) 2019 to excise the excess skin. Topical antibiotics were administered (date not reported).